Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. The 510k: this report is for an unknown number of screws/unknown part and lot number; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery, the depth gauge jammed, the measuring hook is too flexible, thus the length measurement was very difficult, because the hook on the opposite cortical past slips. To place the locking screw in the shaft was only possible due to high pressure. It seems the self-tapping of the screw does not work properly. A screw in the second row of the plate head could not be locked. According to the sales rep it was most likely that the surgeon had chosen a strong angle with the drill guide and hit a supporting tie bar. This complaint involves 1 part. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the procedure was completed successfully with ten (10) minutes surgical delay. No harm to the patient reported.

Event description:
Concomitant device reported: titanium (part# 04.111.630ks, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter facility name and address. Reporter contact number was not provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.